Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09527. It was reported the pt had been experiencing constant headaches since the day of implant. The pt indicated the intensity of discomfort is the same regardless of whether the stimulation is in use or not. The pt treated the headaches with over the counter acetaminophen and were prescribed hydrocodone subsequently to no avail. The pt is working closely with his doctor for further eval to determine a resolution to his symptoms.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.